Event description:
The company was notified on (B)(6) 2013 of an alleged incident occurring on (B)(6) 2013 at the (B)(6). The alleged incident was described to the company as the following: staff noticed the cannula was frozen to the patient's face and shooting lox out of the cannula. The cannula had to be cut off of him. Received first and second degree burns to his face. He was treated by the nursing home staff and was not taken to the hospital after the event occurred. However, two days later the patient was taken to the emergency room for treatment. The company has requested that the unit be returned for further inspection and testing. To date, the unit has not been returned to the company.

Manufacturer narrative:
After the patient was taken to the ER for treatment the patient was placed back in the nursing home. The patient was transferred to hospice care on (B)(6) 2014. The patient expired on (B)(6) 2014. No autopsy was performed. The manner of death was listed as natural,. Caused by congestive heart failure. A joint investigation of the unit took place on (B)(6) 2015. The case of the subject unit showed damage at a junction near the liquid fill connector. A leak at the base of the flow control valve was found, as well as a leak at a weld at the bottom of the dewar. During the testing, liquid oxygen was expelled into the cannula. It was found that the case of the subject unit had been replaced, suggesting that there had been case damage previously. The leak found in the bottom of the dewar and the fcv resulted in a loss of vacuum, which in turn allowed lox to flow through the cannula. At the time of the incident the unit was (B)(6) years old and had never been returned to the company for repair or refurbishment. Additionally, all of the original components had been replaced by repair companies other than the company. Further testing and investigation is ongoing. Additional follow-up reports will be submitted upon receipt of additional information.